Event description:
The device was used during a laparoscopic procedure. Reportedly, the safety shield did not retract. The surgeon performed a re-operation on february 14, 1999 and a temporary colostomy was performed. The hosp has reported the pt's condition is satisfactory.